Manufacturer narrative:
Device evaluation: the lens was returned in a specimen cup with moisture on the lens. There was clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens, -5.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to "malfunctioning icl with low vault."